Event description:
As reported, after pressing the deployment button on a 6f exoseal vascular closure device (vcd) and removing the vcd, it was found that hemostasis was not achieved, and part of the plug was protruding from the sheath of the exoseal and was not released in the body. 20 minutes of manual compression was used and there were no reported patient injuries or signs of infectious disease. This was during a femoral artery closure in which a retrograde approach was used during an interventional procedure. A non-cordis 6f short sheath was used. The device was stored and prepared per the instructions for use (IFU). The patient¿s body mass index (bmi) was not greater than 40. There were no visible signs of device or package damage before use. A non-cordis sheath was used. The vessel diameter at the puncture site was verified to be =5 mm, with no stent near the site, and no prior closure device or manual compression used within 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. A 30¿45 degree angle was maintained when advancing and retracting the device. The short sheath was retracted until the indicator wire cowling engaged with the hemostatic patch and a ¿click¿ was heard, with pulsatile blood flow observed at the blood return indicator. Then the closure device was retracted, and once a clear decrease in pulsatile blood flow was observed at the blood return indicator, the operator began to observe the indicator window and withdrew the device more slowly. After the indicator window changed from black-white to black-black and remained black-black, the plug deployment button was pressed. The deployment button was fully depressed and flushed against the handle. The exoseal vascular closure device (vcd) and vascular sheath introducer were removed together approximately 1¿2 seconds after deployment. The indicator wire was not visible upon removal. The operator had received training and had rich experience in using the closure device. There was no obvious tortuosity or calcification at the vascular puncture site. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3, b4, b5, d10, g3, g6, h1, h2, h3, h6, and h11. A review of the manufacturing documentation associated with lot 18441150 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 . Complaint conclusion: as reported, after pressing the deployment button on a 6f exoseal vascular closure device (vcd) and removing the vcd, it was found that hemostasis was not achieved, and part of the plug was protruding from the sheath of the exoseal and was not released in the body. 20 minutes of manual compression was used and there were no reported patient injuries or signs of infectious disease. This was during a femoral artery closure in which a retrograde approach was used during an interventional procedure. A non-cordis 6f short sheath was used. The device was stored and prepared per the instructions for use (IFU). The patient¿s body mass index (bmi) was not greater than 40. There were no visible signs of device or package damage before use. A non-cordis sheath was used. The vessel diameter at the puncture site was verified to be =5 mm, with no stent near the site, and no prior closure device or manual compression used within 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. A 30¿45 degree angle was maintained when advancing and retracting the device. The short sheath was retracted until the indicator wire cowling engaged with the hemostatic patch and a ¿click¿ was heard, with pulsatile blood flow observed at the blood return indicator. Then the closure device was retracted, and once a clear decrease in pulsatile blood flow was observed at the blood return indicator, the operator began to observe the indicator window and withdrew the device more slowly. After the indicator window changed from black-white to black-black and remained black-black, the plug deployment button was pressed. The deployment button was fully depressed and flushed against the handle. The exoseal vascular closure device (vcd) and vascular sheath introducer were removed together approximately 1¿2 seconds after deployment. The indicator wire was not visible upon removal. The operator had received training and had rich experience in using the closure device. There was no obvious tortuosity or calcification at the vascular puncture site. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found fully retracted. A 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. A dimensional analysis of the delivery shaft inner diameter was conducted on the received unit using a pin gauge measurement per procedure and the result was within specification. An attempt to perform a deployment simulation evaluation was made; however, it could not be fully performed because the unit was received in a fully deployed condition. A high-magnification microscopic evaluation was performed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18441150 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was not observed as the returned device was received fully deployed with no plug returned for evaluation. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation,¿ the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, h6, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after pressing the deployment button on a 6f exoseal vascular closure device (vcd) and removing the vcd, it was found that hemostasis was not achieved, and part of the plug was protruding from the sheath of the exoseal and was not released in the body. Manual compression was used and there were no reported patient injuries or signs of infectious disease. This was during a femoral artery closure. A non-cordis 6f short sheath was used. A 30¿45 degree angle was maintained when advancing and retracting the device. The short sheath was retracted until the indicator wire cowling engaged with the hemostatic patch and a ¿click¿ was heard, with pulsatile blood flow observed at the blood return indicator. Then the closure device was retracted, and once a clear decrease in pulsatile blood flow was observed at the blood return indicator, the operator began to observe the indicator window and withdrew the device more slowly. After the indicator window changed from black-white to black-black and remained black-black, the plug deployment button was pressed. The operator had received training and had rich experience in using the closure device. There was no obvious tortuosity or calcification at the vascular puncture site. The device will be returned for evaluation.